Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown. If explanted, give date: unknown. (B)(4). Device evaluation: the intraocular lens was discarded. Therefore, product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye (os) due to halos and glare. Reportedly, the incision was enlarged to remove the lens but no vitrectomy was performed and no sutures were required. A monofocal lens was implanted as a replacement. The patient's pre-op visual acuity was 20/100. Post op visual acuity was 20/400. The account commented that the explanted lens was discarded at the surgery center. No further information was provided.